Manufacturer narrative:
The battery in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Referenced MFR reports: MFR 3010617000-2017-00599 = (B)(4) autopulse platform, MFR 3010617000-2017-00626 = (B)(4) autopulse platform, MFR 3010617000-2017-00628 = (B)(4) autopulse platform, MFR 3010617000-2017-00640 = (B)(4) autopulse platform, MFR 3010617000-2017-00636 = (B)(4) li-ion battery, MFR 3010617000-2017-00620 = (B)(4) li-ion battery, MFR 3010617000-2017-00638 = (B)(4) li-ion battery, MFR 3010617000-2017-00637 = (B)(4) li-ion battery, MFR 3010617000-2017-00621 = (B)(4) li-ion battery, MFR 3010617000-2017-00633 = (B)(4) li-ion battery, MFR 3010617000-2017-00622 = (B)(4) li-ion battery.

Event description:
The customer reported 4 separate events involving possibly three (3) autopulse platforms and eight (8) li-ion batteries. The specific autopulse platform and li-ion battery that was used at the time of the events is not known. Event 3: per patient care report, a (B)(6) male patient suffered from cardiac arrest due to drowning. Patient was unresponsive. According to the incident report, a bystander performed manual CPR for unknown length of time until ems arrived on the scene. According to the customer, the autopulse with a fully charge battery stopped compressions and shuts down after 10 minutes of active use. Customer stated that they replaced the battery and the same issue persisted. The use of the platform was discontinued and manual CPR was performed for unknown length of time until patient arrived to the hospital. Patient outcome is unknown. No other information was provided.